Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 42 mg/dl. Customer's blood glucose level was 55 mg/dl after breakfast. Customer¿s current blood glucose level was 246 mg/dl. The customer did not provide any symptoms regarding low blood glucose. The customer was treated for the low blood glucose with food. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does not allege insulin pump was over delivering. The insulin pump was not returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No unexpected insulin flow blocked alarm/no under delivery anomaly noted during testing. (B)(4).